Manufacturer narrative:
Was this device serviced by a third party? No. (B)(4). The field service representative (fsr) inspected the analyzer and determined that the arc probe, wash zn was the cause of the issue. The fsr cleaned the part and the issue was resolved. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4).there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends for the arc probe, wash zn or the architect i2000sr analyzer. The calculated erratic rates for the architect i1000sr and i2000sr systems were both below the upper control limit. Additionally, labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the arc probe, wash zn or the architect i2000sr analyzer serial (B)(4) was identified.

Event description:
The customer observed a false positive architect total b-hcg result generated on the architect i2000sr instrument for one patient. The initial result was 26.92 miu/ml, and the re-check result was <1.2 miu/ml (the reference interval was 0 to 5 miu/ml). No impact to patient management was reported.